Manufacturer narrative:
(B)(4). Unique identifier (UDI) # :(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the liquid didn't mix with the powder. That had happened several time.